Event description:
The facility reported an infusion pump with failure code 810:11. The event was reported to have occurred during pt use. The hosp rep stated there was no pt injury or medical intervention as a result. Although requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. Although requested no additional info was provided.